Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. The delivery device was returned outside the loading device. The seal and tension spring assembly were not returned. The blue slide lock was engaged and the white plunger was not depressed on the delivery device. The following measurements were taken; the inner delivery tube diameter was measured as .198 in. The outer diameter was measured at .220 in. The length of the delivery tube was measured at 2.5 in. The values recorded were within the tolerance specifications. Based on the returned condition of the device and the results of the investigation the reported complaint was not confirmed for "failure to deploy." The complaint was confirmed for "fitting problem/failure to load." (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure hs iii proximal seal system 3.8mm failed to deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure hs iii proximal seal system 3.8mm failed to deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.